Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by the clinical engineer, there were multiple error codes related to possible issues with the oxygen blending module and printed circuit board assembly found in the ventilator's downloaded error log. The device's oxygen blending module board and printed circuit board assembly was replaced to address the issue.